Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation both response buttons were non-functional. The cause for the failure were damaged response button switches for both the front and rear response buttons. The root cause for the damaged switches was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not working properly.